Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument underwent external and internal visual inspections finding no issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and held the needle properly and adequately. The instrument passed the bumper test. No grasping related issues were detected during the failure analysis. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy, the large needle driver instrument failed to grab the needle. The needle fell inside the patient¿s anatomy but was retrieved during the same procedure. The procedure was completed as planned with no delays and no adverse impact to the patient.